Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.